Event description:
A complaint of imprecise sequential readings was received on a customer's precision xtra blood glucose meter. The customer obtained readings of 25 mg/dl and 95 mg/dl within a ten minute timeframe. When plotted on a parkes error grid the results fall in the 'b' and 'c' zones. The 'c' zone result shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
(B)(4). Customer returned precision xtra blood glucose meter (B)(4). Test strips were not returned. The complaint was not confirmed and no new issues were observed. All results were within range specification, and no errors or other issues were observed during control solution testing.